Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report, and was informed that the loop wire became detached during a transurethral resection of the prostate (turp) procedure. The loop wire became detached when it was inside the patient's bladder. The user facility staff further reported that the loop wire was retrieved from the prostate tissue specimen. The procedure was said to have been completed using another large loop (model unk) the patient was said to have been hospitalized but not due to this incident, the staff reported that turp pts generally stay one night in the hospital for observation. During the procedure a gyrus generator was said to have been used and the generator was set at cut 200 and 120 coag. The user facility returned a package of electrode showing the correct model and lot number referenced in this report; however, the content of the package is an electrode model wa22503d with a lot number 12088p02l001 which is a different model originally reported. The returned electrode was missing the loop wire and it was completely detached from the blue filter and the yellow filter. There was no evidence of charring or thermal damage on both ends of the filters. Also found the blue filter rod was cracked at the proximal end section. The device will be forwarded to the original equipment MFR (OEM) for further investigation.

Event description:
Olympus was informed that the distal end of the electrode broke off in the middle of an unspecified procedure. The broken piece was retrieved, and no patient injury reported.